Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury (anterior leaflet perforation) per the account appears to be related to procedural conditions and due to the second clip. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet damage. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), thin valve pathology, and a dilated left atrium. During a mitraclip procedure, as the third clip was being implanted, an anterior leaflet perforation was noted. The leaflet perforation was caused by the second clip. The third clip was implanted and the mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.